Event description:
An endeavor sprint rapid exchange (rx) drug-eluting stent was being used for treatment of a lesion. The endeavor sprint rx dislodged from the delivery system as it passed through a calcified area before it reached the target lesion. An attempt was then made to pull the undeployed stent back into the guide catheter with a retrieval device. The stent was pulled back as far as the radial artery where it was surgically removed. The lesion was pre-dilated before use, no abnormalities were noted during prep and inspection prior to use. The procedure was completed successfully and no additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4): evaluation results: (calcification), (failure to deliver the stent and stent dislodgement). Conclusion: (calcification). Evaluation summary: the hypotube was bent and kinked distal to the strain relief. Crimp impressions were evident on the balloon. All the stent segments were damaged and deformed. The distal tip was slightly flared.